Event description:
Pt reported the vibro-alarm on the infusion device is defective. The infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the vibrator does not function. The vibrator was dislodged and touched the force sensor (holder wall). Due to this problem, the vibra was blocked and did not function as intended. An external mechanical impact caused this damage. As the problem reported by the pt is related to a handling issue, no corrective or preventative actions will be initiated.